Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure middle cerebral artery (mca) using a penumbra system jet7 reperfusion catheter (jet7) and a neuron max 6f 088 long sheath (neuron max). During the procedure, the physician completed two passes using the jet7. Then, after advancing two thirds of the distal end of the jet7 through the neuron max for a third pass, the physician noticed that approximately seven centimeters of the proximal end of jet7 that was near to the rotating hemostasis valve (rhv) curved. Subsequently, the physician broke the jet7 at the proximal one third. Therefore, the jet7 was removed. It was reported that the jet7 broke but remained connected by the inner wire. The procedure was completed using a non-penumbra catheter and the same neuron max. There was no report of an adverse effect to the patient.